Event description:
It was reported that the device was showing fault, and the water level was not recognized. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was that the water level switch was not recognized, which means device is not working. The customer reported issue was able to be confirmed through functional test and visibility. The cause of the reported issue was that the on-off switch was not connected to the circuit board. The reported issue was resolved by attaching on-off switch correctly to the mainboard. Device will be sent back to the customer after completion of the repair work and functional test. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.